Manufacturer narrative:
There was no unexpected scrolling of numbers anomaly or blank display anomaly noted during testing. The pump passed the displacement test and off no power test. It was noted that the operating currents were in specification and there was an intermittent button response on the up arrow button due to corroded keypad traces. It was also noted that moisture damage was on all electronic assemblies and the motor assembly. The pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, a cracked reservoir tube, cracked battery tube threads, and a missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that his insulin pump fell in a toilet because he had to unclip the holster from his pants to rest on his lap since the tubing was not long enough. Customer stated that the pump also has a blank screen. Customer mentioned that before the blank display, the numbers were scrolling up and down on their own. Customer's blood glucose was 230 mg/dl at the time of the incident. Customer stated that the pump went immediately blank after being exposed to moisture. Customer stated that he tried to give himself a bolus after he took the pump out of the toilet. Customer took the battery out and put in a new battery. Customer still had a blank screen on the pump. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.